Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 around noon for a blood glucose level over 600 mg/dl and diabetic ketoacidosis. The customer expressed the following symptoms: nausea, frequent urination, tiredness, dry mouth, and a urinary tract infection. The customer stayed in the hospital for two to three days. The customer stated she received a displayable history check failed on startup alarm, a signal too low alarm, and an excessive no delivery alarm. Standard troubleshooting was performed. The insulin pump had not been in use for four months and experienced an unexpected restart. The customer was advised the insulin pump was functioning according to design. The product is being returned. Nothing further was reported.